Event description:
Information was received indicating that a smiths medical cadd extension set was leaking at the filter. Subsequently, the tubing was changed two days in a row due to the leaking. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.